Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The following photo evaluation was provided by a company physician: 8 low quality photos of an undilated pupil showing apparent dense light scattering, haze on the remnants of anterior capsule and lens opacity. May be compatible with glistenings, anterior capsule opacification and lens haze. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
An optician's staff reported that a consumer experienced glistenings and that the intraocular lens (iol) turned brown several years after surgery. Additional information has been requested and received. There are two medical device reports associated with this patient . This report is for the left eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided confirming that the iol was removed from the eye eleven years after the initial implant procedure. Patient is feeling well.

Manufacturer narrative:
Evaluation summary: the yellow lens model was returned submerged in solution in a small plastic specimen jar. The lens was removed from the liquid and allowed to air dry prior to evaluation. Solution patterns were observed on the lens after drying. One haptic is broken in the gusset area (not returned). The optic has small scratches and multiple small cracked/split areas on the anterior and posterior surfaces. The optic is torn/cut into two portions typical of an insertion and removal. One optic portion has area of starburst pattern, typical of a yag procedure. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A photo evaluation was provided by a company physician: 8 low quality photos of undilated pupil showing apparent dense light scattering, haze on the remnants of anterior capsule and lens opacity. May be compatible with glistenings, anterior capsule opacification and lens haze. The root cause cannot be determined. While we are unable to determine the origin of this damage, our observations reasonably suggest that it is not manufacturing related. (B)(4).